Event description:
Caller reported a cgm error approximately three weeks ago. There was no adverse impact to the customer's blood glucose level. The caller performed a pump reset independently, and after the reset, the cgm error did not reoccur. The customer successfully initiated a new sensor session without further issues.